Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed an occurrence of a "cassette not attached properly" alarm. Functional testing involved no disposable alarm testing and the device duplicated the reported issue. A defective downstream occlusion sensor was replaced. The cause of the reported issue was listed as unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured sep. 2018.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that there was a no disposable alarm after seal replacement during testing. There was no patient, or clinician injury associated with this event.